Event description:
It was reported that during a tka procedure, after the planning stage, the checkpoints were verified. The surgeon was using the checkpoint pins. The distal femur bur stage was completed. When at bur all tibia, we noticed the handpiece and tibia relation on screen were off as if the tibia was shifted lateral. The surgeon was alerted that something was off, but continued to burr away the bone. After the tibia burr stage, they wanted to verify again the checkpoints. After a few times on the tibia, the navio established the checkpoint moved 13.1 mm. They redefined the tibia checkpoint to continue and see the final stage knowing the checkpoint and tracker position were off from the original.

Manufacturer narrative:
The device was used in treatment and log files were returned for investigation. DHR review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The surgical technique guide released at the time of the complaint (500197) does provide instructions for tracker attachment in the ¿placing bone tracking hardware¿ section. We were able to confirm if there was a relationship established between the reported event and the device. Review of the log files identified 9 occurrences of the tibia checkpoint verification error ranging from 8.05mm to 30.29mm. These distances could indicate that the trackers rotated from an edge to a flat. The user likely thought that the tracker did not move because everything could have looked fine visually and it depends when the tracker moved. The tracker could have rotated from the edge to the flat from the vibrations from burring the femur or when the cut block was impacted, or the tracker could have been bumped slightly after the user finished cutting and switched to using the plate probe for visualize cut. While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. The tracker moved, and then the software caught the movement and reported it as expected. There was no issue with the software. It was reported that the user redefined the checkpoint and moved forward with the case. Redefinition of checkpoints should only occur if the user is confident that nothing has moved. If a tracker has moved and the checkpoint is redefined, the registration steps must be re-done to realign image in the system to the physical knee. The malfunction was caused by user error. No corrective actions or corrections required at this time. The medical investigation found that while using the navio system the handpiece and tibia relation on screen were off track. Per the navio investigation, ¿the tracker most likely rotated from an edge to a flat after the initial checkpoint definition.¿ per complaint details, the device malfunctioned during use. Based on the information provided, the patient injury/impact could not be concluded. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation.